Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular fibrillation (vf) episode. The device remains in use. It was further reported that the right atrial (ra) lead has far field r-wave (ffrw) oversensing causing false detection of atrial tachycardia (at)/af episodes and atrial undersensing causing false termination of at/af episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.